Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support recommended updating the pump software to prevent potential issues, assisted the caller in resetting the pump, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue recurred within 24 hours.